Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was skipping. Add'l clinical follow up on (B)(6) 2011 indicated that the device was replaced immediately upon first skip with no harm to pt, no add'l graft tissue harvested, no delay, and the procedure was completed successfully.